Event description:
It was reported the pt experienced a burning sensation and stimulation in the wrong location following a fall. The pt reportedly fell twice, about one year ago. The pt has had problems since that time. The stimulation is reportedly "lower after the fall". The device had to be turned up which is when the burning sensation was felt. The burning sensation was felt in the waist/buttock area. Prior to the fall the device could be turned up to 6. After the fall the device can not be adjusted over 5 due to the pain. The pt has been using lithoderm patches to help with the pain caused by the neurostimulator. No testing of the device had been performed since the fall. The pt had only seen a physical therapist. The pt was planning on making an appt to see their physician for troubleshooting. F/u info indicated the device was reprogrammed and the pt was happier. Impedances were tested and found to be normal. No x-rays were performed